Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery and an unresponsive button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 315 mg/dl at the time of the incident. The customer stated that the act button was unresponsive. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was added that the battery was low after three days and that it was working. It was also added that a power off was received but there was no indication of troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to flattened act button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to verify low battery alarm, off no power alarm or perform the self-test, unexpected restart error test, displacement test due to button keypad anomaly. Insulin pump passed stop current test. No blank display anomaly noted. No damage found on connector/lcd isolation tape noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, stained address/serial number label and minor scratched display window.